Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced the high blood glucose. The customer's blood glucose was 378, 355, 343 mg/dl. The customer experienced the symptoms related to high blood glucose such as positive results in ketone test, nausea. The customer declined the high blood glucose troubleshooting. The customer stated that the introducer needle was hard to remove. Customer was not reporting that the sensor or introducer needle fractured while in the body. The product will not be returned for analysis. Frn-unknown-rsvr, unomedical set, ozp-mmt-7020- snsr.